Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced dyspnea due to ejection fraction degradation and was hospitalized. A chest x-ray was performed and pleural effusion was noted. On (B)(6) 2016 the patient underwent a left ventricular lead revision procedure, where it was discovered that the lead was broken. The lead was successfully explanted and replaced. The patient was discharged in good conditions on (B)(6) 2016.